Event description:
It was reported that during the implant procedure, the lead dislodged due to the patient's anatomy. The lead was replaced with a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.